Manufacturer narrative:
(B)(4). D6: implant date: between : jan 01, 2006 to dec 31 , 2010 d10: unknown bearing, #item unknown, #lot unknown unknown femoral, #item unknown, #lot unknown therapy date: unknown g2 report source: italy report source: legnani, c., massaro, e., peretti, g. M., macchi, v., borgo, e., & ventura, a. (2025). Medial unicompartmental knee arthroplasty combined with anterior cruciate ligament reconstruction yields similar outcomes compared to unicompartmental knee arthroplasty alone. Translational sports medicine, 2025(1). Https://doi.org/10.1155/tsm2/7606835 attempts have been made to gather all product identification information and no further information has been provided. An investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
On 28-jul-2025, a journal article was retrieved from translational sports medicine (2025) that reported a retrospective study from italy. The purpose of the study was to compare the objective, radiological, and functional results of medial unicompartmental knee arthroplasty (uka) combined to acl reconstruction and those of isolated uka. The study reviewed, from 2006-2010, twelve patients with medial oa and acl incompetence were suitable for combined uka and acl reconstruction (group a) and twenty-four patients who underwent isolated uka (group b). Group a, surgery for uka combined with acl reconstruction was conducted using autologous hamstring tendon grafts fixed proximally with either a retrobutton device (arthrex, naples, and fl) or a rigid-fix equipment (depuy mitek, raynham, ma, USA) and an allegretto unicondylar fixed-bearing prosthesis (zimmer- biomet orthopedics, warsaw, in, USA). A biorci screw (bioabsorbable rounded cannulated interference, smith & nephew inc. Andover, ma, USA) was used to perform the distal fixation. Group b patients were all given a cemented oxford partial knee arthroplasty (zimmer-biomet orthopedics) by means of a medial parapatellar arthrotomy. The study population had a mean age at surgery was 54 years for group a and 54.7 years for group b; (group a 8 males/4 females and group b 16 males/8 females). For group a, the average radiographic follow-up was 7.9 years, whereas group b had an average of 9.2 years. It was reported that one patient, within group b, experienced persistent anterior knee pain. All products remain implanted. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
Follow up report (B)(4). Updated: b4, b5, d2, g1, g3, g6, h1, h2, h6. No product was returned or pictures provided; a product evaluation could not be performed. A review of the device manufacturing records could not be performed due to missing lot number. A review of the complaint history could not be performed due to missing reference and lot numbers. Based on the journal article, the reported event can be confirmed. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information.